Event description:
Complainant alleged that during routine shift check by a clinician the device had no display on the monitor screen when it was turned on. The complainant indicated that there was no pt involvement in the reported failure.